Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances displayed on the lead. The patient underwent a revision procedure where the lead was replaced. The patient was noted to be fully recovered post operatively.

Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances displayed on the lead. The patient underwent a revision procedure where the lead was replaced. The patient was noted to be fully recovered post operatively.

Manufacturer narrative:
Visual and x-ray inspection of the lead revealed that this lead was bent/kinked 2 cm from the set screw mark of the clik x anchor and all cables were completely broken at this location. There are no exposed cables at the fracture location. Laboratory analysis determined that the lead became bent/kinked after exiting the clik x anchor, exposing the bent location to excessive mechanical force or movement that caused the cables to fracture at the anchor point.